Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had difficulty recharging and kept having poor coupling starting in (B)(6) 2015 so a pocket revision was done in (B)(6) 2015. The implantable neurostimulator (ins) was moved 5 inches up from the original site. There were no patient symptoms reported. It was reported that the recharging difficulty had resolved with the revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.